Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the right coronary artery (rca). A guide catheter, with sideholes made by the physician with the use of a needle, was placed in the lesion. Then a 16 x 2.50mm rebel stent was advanced to the lesion however it was noted on angiogram that there was no stent mounted on the stent delivery system (sds) balloon. It was suspected that the stent came off the sds balloon prior to exiting the guide catheter. The sds was removed from the rca and back into the guide catheter. Then the sds snagged the detached stent inside the guide catheter and was removed from the patient's body. The detached stent was found to be mangled. The procedure was completed by performing angioplasty. No patient complications were reported and the patient¿s status was fine.